Manufacturer narrative:
Final analysis found that only the distal end of the lead was returned. An insulation abrasion was noted at 3.5 cm to 4.1 cm from the distal tip which breached re cable lumen.

Event description:
It was reported that upon extraction of the left ventricular lead, abrasion of the insulation was observed. The lead was successfully explanted.